Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm to resolve the issue. Additionally, the insulin gauge was inaccurate. The customer reloaded the cartridge successfully and received an accurate fill estimate. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level ranged from 200-225 mg/dl.